Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-00201 addresses the ultratome, while manufacturer report #3005099803-2013-00696 addresses the active cord. It was reported to boston scientific corporation that an ultratome and an active cord was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician attempted to cut the papilla; however the tome could not cut the tissue. It was reported that the ultratome and the active cod failed to conduct electricity. The ultatome and the active cord were removed and another ultratome and active cord was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-00201 addresses the ultratome, while manufacturer report #3005099803-2013-00696 addresses the active cord. It was reported to boston scientific corporation that an ultratome and an active cord was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician attempted to cut the papilla; however the tome could not cut the tissue. It was reported that the ultratome and the active cod failed to conduct electricity. The ultatome and the active cord were removed and another ultratome and active cord was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. **additional information received since (B)(6) 2013** the complainant clarified that there was no issue with a bsc active cord during the procedure; only the ultratome sphincterotome failed to conduct electricity.

Manufacturer narrative:
It was reported that the patient is (B)(6) and his date-of-birth is unknown. Visual evaluation of the returned device found that the working length of the device was twisted and the cutting wire was bent. The cutting wire was measured, and the length was found to meet specification. Functional evaluation found that the resistance of the cutting wire was within specification and the device bowed according to specification. The device functioned as intended with respect to electrical functionality. The investigation was unable to confirm the reported complaint. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Results: although the reported event was unable to be confirmed, operational problem is being used to capture the twisted working length and bent cutting wire.